Manufacturer narrative:
According to the cases notes,physican was unable to remove the sensor for two attempts.however,sensor was successfully removed on the third removal attempt on (B)(6) 2020.no further investigation was found necessary.

Event description:
On 07 feb 2024,senseonics was made aware of an incident where physician was unable to remove the sensor for two attempts.however,the sensor was successfully removed on the third removal attempt.